Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance in setting up their pump. Customer indicated that their blood glucose was so high that the meter was unable to provide a blood glucose reading. Customer treated their high with a bolus. Troubleshooting assisted the customer with pump programming and successfully set up the pump. The product was not returned for analysis. No further details given.